Event description:
It was reported that the device would not operate on dc power (battery). There was no patient associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on dc (battery). Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.